Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the blade did not rotate, the handpiece got hot. The case was completed with another handpiece. There was no patient impact.

Manufacturer narrative:
The device was returned for analysis, service, and repair. Analysis did not confirm the reported event of overheating. Pre-repair temperature testing was performed. The following are the pre-repair temperatures of the device after 1 minute: front ¿ 82 degrees f, motor ¿ 81 degrees f, and rear ¿ 82 degrees f. Evaluation found that the collet parts and the rear end parts are polluted with foreign debris. Service and repair replaced the front and rear bearings, rear and excluder seals, o-rings and shaft key. The device was tested successfully to the manufacturing specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.